Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that the procedure was to treat a posterior tibial artery. During an attempt to recanalize the posterior tibial artery, the tip of the 018 ht connect flex guide wire (gw) separated in the anatomy. The guide wire was removed with resistance. A snare was used to remove the tip from the anatomy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A non-abbott guide wire and armada balloon dilatation catheter (bdc) were used to successfully compete the procedure.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that the procedure was to treat a posterior tibial artery. During an attempt to recanalize the posterior tibial artery, the tip of the 018 ht connect flex guide wire (gw) separated in the anatomy. The guide wire was removed with resistance. A snare was used to remove the tip from the anatomy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A non-abbott guide wire and armada balloon dilatation catheter (bdc) were used to successfully compete the procedure.